Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 4 of 5 on the home choice (hc). The home patient (hp) disconnected prior to the alarm during drain and reconnected. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power for the hc to alarm system error 2367. The hp would finish with manual exchange. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed, based on the customer report. The assignable cause was determined to be use error because the patient reported disconnecting and reconnecting during therapy, which is a use error that can cause system error 2240 alarms. This issue is being investigated through CAPA.